Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was dried liquid white in color in the thread of a small volume folfusor. This issue was discovered at the releasing stage. The device was filled with fluorouracil 4450mg in 115ml 0.9% sodium chloide. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10: h10: the actual device was received for evaluation. A visual inspection was performed and found specks of white drug residue located on the lip of the fillport. No evidence of leak was observed. During the filling step, drug liquid from the syringe may have left on the lip of the fillport area, then the drug liquid turned into white dried residue over time. A functional leak test was performed by filling the unit with green colored water. During fill, no evidence of leak was observed. After fill, the sample was being monitored until the next day. The next day, no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.